Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The cause of the iipv found during the logs was determined to be insufficient drain due to use error; inappropriate bypass of the initial drain. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. A service history review revealed that no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log with a drain volume of 772 ml during cycle 1. The fill volume is 250 ml. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.